Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 705 mg/dl and the customer's current blood glucose level was 289 mg/dl. The customer stated wanted an upgrade and her pump was out of warranty, in the hospital due to high blood glucose reading and feels pump was not functioning as designed anymore. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. The insulin pump was received with cracked reservoir tube, cracked battery tube threads, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.